Event description:
It was reported that the device broke after surgery, while still in the pt's mouth. The assumption of the reporter is that the broken device may have caused occlusal functional problems necessitating a second surgery. According to the reporter, the pt has not been injured.

Manufacturer narrative:
The device was used off-label: the device remained in the pt's mouth after surgery for more than 24 hours while the instructions for use indicate: "the splints are intended to be used during the surgery only. If, for any reason, it is decided to keep a splint in the pt's mouth for a longer period, this should never be longer than 24 hours."